Manufacturer narrative:
(B)(4). The reported issue could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unknown error that occurred on the homechoice device. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. A device history review and service history review were performed with no issues noted. The reported issue could not be confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted